Manufacturer narrative:
This closes out this report unless add'l significant info is received.

Event description:
Consumer had a dog bite on her leg, she used j&j redcross adhesive pads plus neosporin. In the morning, she observed redness around the area, and it was itching. She took the pads off two days later because they were making the wound more painful. The following day, she went to ER and was told the wound was infected, and was given a shot and prescribed keflex. Her leg is healing.